Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 116 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that for the past month, the buttons were a bit harder to press and she observed that she sometimes had to press the buttons twice to garner a response. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.